Event description:
During placement of ivc filter, the right groin was accessed with micropuncture. While attempting to place guidewire into femoral vein, the guidewire became tangled around itself. Femoral vein was then accessed on opposite side and guidewire snared.